Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, 2007. (B)(4).

Manufacturer narrative:
Product event summary - a partial lead was returned in segments and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was suspected of having sinus exit block or scarring of the tissue resulting in very high threshold of the atrial lead. The patient was also experiencing supra ventricular tachycardia events and atrial tachycardia possibly due to loss of capture. The lead was explanted and replaced. The previous atrial lead also had very high thresholds and no capture and had been capped. Extraction of this lead was attempted with the removal of the current atrial lead, but the laser module failed halfway through the extraction. The lead was cut and the remaining portion was capped. No further patient complications have been reported as a result of this event.